Event description:
It was reported that the patient claimed that the device was causing hypertension. He requested the device to be removed immediately for that reason. Patient was in good condition and was discharged same day with no complications.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).